Event description:
It was reported that an increase in pacing thresholds was noted when it comes to this right ventricular (rv) lead since (B)(6) 2019 resulting in no pacing to be delivered to the patient and thus syncope. The lead was explanted as a result and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet inserting test failed as there was blockage encountered 42cm from the terminal end. An x-ray showed no abnormalities indicating that the blockage mostly likely occurred due to dried body fluid and blood. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an increase in pacing thresholds was noted when it comes to this right ventricular (rv) lead since (B)(6) 2019 resulting in no pacing to be delivered to the patient and thus syncope. The lead was explanted as a result. No additional adverse patient effects were reported.